Manufacturer narrative:
This product is not marketed in the us no similar complaint type event was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo12.6, -11.50 diopter, implantable collamer lens was implanted and removed on (B)(6) 2018. The patient's suspensory ligament was flabby, which may cause a diplacement of the lens so patient is not suitable for implanting lens. On (B)(6) 2018 it was reported that the icl was damaged, patient current status: in good condition.

Manufacturer narrative:
Additional information was received. The reporter stated that the lens was not damaged as initially reported. (B)(4)

Manufacturer narrative:
Information added: reportedly, "suspensory ligament [was] weak in support and the arch of the [lens] was low. The surgeon was afraid of damaging the lens so he removed it." Device evaluation: the lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Claim# (B)(4).